Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the patient had moved from (B)(6). The hcp reported that the device was not currently working. The hcp reported that they did not know details of what wasn¿t working but stated patient had been having trouble for a while. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.